Event description:
It was reported that the error 41622 occurred during testing.

Manufacturer narrative:
B3: day of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal and a separated upstream occlusion seal. Review of the event history log (ehl) showed error code 41622. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the cam flex sensor. As a result, the downstream/upstream occlusion seals and cam flex sensor was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.